Manufacturer narrative:
The customer provided a slightly hemolyzed sample for investigation. The customer¿s results were confirmed. No interfering factor was detected in the sample. The investigation did not identify a product problem.  The cause of the event could not be determined.

Event description:
The customer is questioning a high result for 1 patient sample tested for elecsys troponin t stat assay (troponin t stat) on a cobas 6000 e 601 module. The patient had a troponin t stat result on the e601 module of 0.046 ng/ml. This result was reported outside of the laboratory where it was questioned by the doctor. The customer sent the sample to an external laboratory to run the tni test. The tni result from the siemens centaur system was < 0.01 ng/ml. The doctor suspects an interference in the patient sample affecting the troponin t stat results. There was no allegation that an adverse event occurred. The e601 module serial number was (B)(4). The field service engineer (fse) visited the customer site and did not identify any issues. The instrument's fluidic, reagent and sampling systems were found to be operating properly. Analyzer alignments were correct. The fse ran a 20 cup precision check and the results were within the guidelines. Qc was acceptable.